Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high ultrafiltration (uf), which occurred on the homechoice (hc) after use. The patient was performing tidal therapy with a fill volume of 2200ml, a tidal volume of 90%, and a total uf of 1500ml. The rn reported that the patient was getting about a 1600ml total uf while using 1.5% dianeal solution bags. The rn had the patient start to connect 2.5% dianeal solution bags and this did not increase the total uf on (B)(6) 2011. The rn would review the total uf that the patient had over the weekend and adjust the program. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported event. The rn stated that the patient had received a high drain 103 alarm and the issue had since been resolved. When the patient received the alarm they called the rn and the rn had the patient perform a manual drain. The rn stated the patient drained out quite a bit of fluid. The exact drain volume was unknown. The rn stated that the issue was related to the patient having constipation and issues with their catheter. The rn stated the catheter got wrapped around. The patient did not report any symptoms associated with this increased intra-peritoneal volume (iipv). The rn stated the patient is currently on hemodialysis due to the issue with the catheter. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv) and the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This complaint for increased intra-peritoneal volume (iipv) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.